Manufacturer narrative:
Device was used for treatment, not diagnosis. The product code was unknown; therefore, brand name, catalog number, lot number, manufacture date and UDI are unknown. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery set-up, it was observed that the attachment device had a piece of a cutting wire stuck in it. It was reported that the piece was not removable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device had an unknown burr-insert cut wire piece stuck with-in - which is not removable (had a broken cutter stuck inside) was confirmed. The device was taken apart and it was observed that there was excessive corrosion, medical debris in the locking mechanism assembly, preventing the locking sleeve from releasing the bearing sleeve which caused the failure. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter was received. The piece of the cutter was broken off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not returned. It was determined that the root cause of the failure had been worn various components caused by exposure to organic debris and materials which led to corrosion and normal component wear out. The assignable root cause was determined to be due to user error, the cutter was broken by someone trying to remove the cutter at the customers facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.